Event description:
Additional information: it was reported that the event occurred while the patient was still inpatient post-pump implant. The cause of the elevated power and low speed operation events was not determined. Labs were not completed but the patient¿s lactate dehydrogenase did rise just prior to the patient¿s discharge on (B)(6) 2017. The patient was started on persantine.

Event description:
Additional information: it was reported that the previously reported increase in the patient¿s lactate dehydrogenase (ldh) had exceeded two and one half times the patient¿s upper limit of normal ldh values on (B)(6) 2017. Ldh values decreased with the administration of persantine. The event reportedly resolved on (B)(6) 2017. No clinical symptoms were reported.

Manufacturer narrative:
No product was returned for evaluation. The report of power elevations and low speed operations were confirmed based on the evaluation of the submitted system controller log file; however, the evaluation was unable to conclusively determine a specific cause for these events. Moreover, a correlation between the device and the report of elevated lactate dehydrogenase could not be conclusively determined. The patient remains ongoing on vad support and no further related events have been reported at this time. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 12 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the lvad system had elevated pump power values and four occurrences of low speed operation the previous day. The patient was asymptomatic. An echocardiogram was performed on (B)(6) 2017. The aortic valve did not open and the septum was midline. Reportedly, there appeared to be good lvad flow. The system controller log file was reviewed by the manufacturer's technical services representative and multiple pump power elevations above 10 watts were observed, as well as the reported low speed events. Additional information was requested.